Manufacturer narrative:
Device evaluation: the pump was returned with visible moisture corrosion in the battery compartment. In addition, the display was confirmed to be dim and pink. Unrelated to the original complaint, the battery compartment was cracked on the left side of the grip pad. A leak test failed due to a leak from the battery compartment crack. The pump cover was opened and no moisture was found inside.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. It was reported that there was corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.